Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by male nurse of the hospital, that a radiological fracture of the osteosynthesis and nonunion occured. After the me resection of the broken nail of the nonunion and re-osteosynthesis with the identical product.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after nearly 6 months of implantation. The original anterior bridge of the proximal lag screw drill hole had extremely been damaged intra-operatively ¿ most likely with the step-drill whilst drilling under miss-alignment. Such damage causes additional notch effects. The orientation of lines of rest identified that the incipient crack was located in this area and that the nail had broken from lateral in medial direction. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Exceeding bearing points found on nail indicated axial load application. According to the event description the patient suffered from a specific bone tumour which may include insufficient bone healing. Insufficient bone healing is regarded being related to the patient¿s condition. One requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. In this case it had already been stated that the patient had experienced pseudarthrosis. Referring to available information a more precise statement was not possible from technical point of view. The nail broke in a fatigue fracture due to insufficient bone healing contributed by intra-operative damage. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
It is reported by male nurse of the hospital, that a radiological fracture of the osteosynthesis and nonunion occured. After the me resection of the broken nail of the nonunion and re-osteosynthesis with the identical product.